Event description:
As reported by patient registry, approximately 1 year and 10 months post implantation of a 26mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 26mm sapien 3 thv 1 year and 10 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation and h10 has been updated. The device was not returned for evaluation and no image was provided to perform an image review. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional testing. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history record (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review is not required since there is no evidence of actual or potential product non-conformance contributed to the complaint. A manufacturing mitigation review is not required as no device was returned and there is no evidence to support that a manufacturing/design defect potentially contributed to the complaint. The IFU and procedural training manual provides guidance for potential adverse events: additional potential risks associated with the use of the thv, delivery system, and/or accessories include: device degeneration and device explants. No IFU/training deficiencies were identified. A complaint history review is not required as the complaint for "unknown mechanism of failure" was unable to be confirmed. A risk management documentation review was performed and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to successfully use the device and post-procedure care. The benefits of the device outweigh the risks associated with inadequate thv performance resulting in reduced implant longevity/surgical intervention. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for "unknown mechanism of failure" was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, there was no indication or allegation that a product deficiency contributed to the event. The reason for the explant approximately 1 year and 10 months post implantation of a 26mm s3 valve is unknown. It is possible that patient factors and co-morbidities may have contributed to the device explant. Due to limited information, a definitive root cause was unable to be determined at this time.